Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle strips was reviewed. The dhrs showed the freestyle strips passed all tests prior to release. The dhrs for the freestyle freedom lite meter was reviewed and determined that the freestyle freedom lite meter has been in distribution beyond its useful life. The meter has been determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities for the meter is required. Retain testing was not performed for freestyle strip as the reported test strips are expired. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's granddaughter reported on behalf of the customer who received unspecified readings on his adc blood glucose meter which were lower when compared to readings obtained on an unspecified meter. Caller further reported that the customer was rushed to a doctor's office where he was treated with unspecified units of insulin to lower the blood glucose. No further information was provided as the caller refused to continue troubleshooting. It should be noted that during the course of troubleshooting it was identified the customer was using expired test strips to test. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's granddaughter reported on behalf of the customer who received unspecified readings on his adc blood glucose meter which were lower when compared to readings obtained on an unspecified meter. Caller further reported that the customer was rushed to a doctor's office where he was treated with unspecified units of insulin to lower the blood glucose. No further information was provided as the caller refused to continue troubleshooting. It should be noted that during the course of troubleshooting it was identified the customer was using expired test strips to test. Based on the information provided, there was no report of death or permanent injury associated with this event.